Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial# va2ufbb013 implanted:(B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial# va2ufbb013 implanted: 2023-11-06 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 22-aug-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 22-aug-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient states they do not feel like the implant is working as well as the trial did. Patient has tried groups a,b <(>&<)> c and none of them are giving him the same relief that they got for the trial. Patient usage was 99%. Impedances were within normal limits. Manufacturer representative (rep) did make a small adjustment to group c. Today patient is going to turn stimulation off and leave it off for 3 to 5 days for a stim vacation to see if they notice a difference in pain. Patient then will turn on stimulation to group c and try that for 7 to 10 days. Patient has pain across their low back down their left leg into their thigh, and then to their right hip. Rep was only able to get a small amount of stimulation in the left leg and none in left low back. Both leads were predominantly right side stimulation. Per patient will call the office if they do not notice a difference in pain after taking this stem vacation. Patient will be sent for an x-ray. No difference is noted with stimulation turned off. Pt denies falls, pushing or pulling anything heavy. Patient states they just gradually feel like after trying all three programs that stimulation was not comparable to the trial. Patient states they did feel like with group a they were getting some relief so they are going to do the stem vacation. Try their new group c and go back to group a if not giving them any relief. Patient to follow up with (B)(6) if no changes in relief during stem vacation or after turning on and trying new programs. Patient denied all complaints at this time. Additional information was received from the manufacturer representative (rep). It was reported that patient came in after having x-ray. Rep reported it does look like both leads have migrated down to the bottom of t8 top of t9. Patient is not getting left-sided coverage. Rep tried to reprogram and was unable to get stimulation on left low back or leg. Patient's healthcare provider was made aware to discuss lead revision with patient. Patient was reprogrammed.